Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. The cause of the inability to power on is corrupt flash programming on the computer / analog (ca) board sn (B)(4). The root cause of the corrupted flash programming is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The last pt to use this monitor did not report any deficiencies.